Manufacturer narrative:
The investigation is in progress. A sample I expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).

Event description:
A customer reported a loss of aspiration. The customer tried to flush the device but was unsuccessful. The timing of the event and pt involvement is unk. Additional information has been requested.